Event description:
A malfunction alarm with code malf 16 was reported by the customer. There was no reported impact to the customer¿s blood glucose level as the customer declined to answer whether the level exceeded 500 mg/dl. Cts arranged for a replacement pump to be sent to the customer, who was advised to use multiple daily injections as a backup therapy. The customer was also given instructions on how to put the pump into storage mode before returning it, which they acknowledged and understood.